Event description:
I used fixodent from approximately 2006 until 2009. While I was using fixodent, I began to experience numbness and tingling in my hands and feet. My hands and feet are always cold, and I have problems walking up and down the stairs. I sustained a serious injury in 2008, when I fell down the stairs and broke my ankle because I could not feel my legs. I also have nausea and dizziness throughout the day and I am very lethargic and tired all of the time. I have also had to quit my job, due to my inability to perform my job duties. When I had blood taken, it reflected that my zinc levels were high and that my copper levels were low. Dose or amount: denture cream; frequency: 2-3 times per day; route: po. Dates of use: 2006 - 2009. Diagnosis or reason for use: to help keep my dentures in. Event abated after use stopped or dose reduced? No.